Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of missing pins on the 14v patient cable (lot number: 11016032201) was confirmed via investigation of the returned product. Upon initial investigation, the missing pins were noted on the white power cable connector. The system controller (serial number: (B)(6) returned with the missing pins in the corresponding spots in the white power cable. The patient cable was connected to a mock circulatory loop and the returned system controller, and the patient cable was able to power the system as intended. Review of the downloaded log files showed no indication that the broken pins prevented the controller from supporting the system as intended. The patient cable and system controller were exchanged. The root cause of the reported event was not able to be determined via this investigation. Incidental findings: wire fatigue. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate ii instructions for use (IFU) section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ the heartmate 3 IFU states in section 3 ¿powering the system¿ that ¿the power module requires preventive maintenance at least once every 12 months. Preventive maintenance includes (but is not limited to): a functional test, replacing the power module backup battery (the backup battery is rechargeable but has a limited life), and replacing the power module patient cable.¿ the heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient cable was also returned with the system controller after it was replaced due to the controller pins breaking.